Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that it had low power when oscillating and the coupling head malfunctioned (sticks/jams) when being released. It was also noted that an unknown liquid was found internally. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion and improper care. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified ortho surgical procedure, it was observed that the small battery drive device was broken. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.